Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # t5cd42. Device analysis: the analysis results found that the cdh31p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, only very light zippering, anvil gap 0.019. Noted shroud weld separations at battery and rotation knob. Weld separations would not have caused the issue reported. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a sigmoid resection, a cdh29p fired normally. They loosened the trocar two complete rotations then rotated 90 degrees each way to release from the tissue. They gently repeated the rotation and it did not release. After some manipulation and another 1/2 turn open, it released. No patient consequences.